Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a the consumer via manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Rep reported difficulty charging and that patient stated that it is taking longer to recharge implantable neuro stimulator (ins). He stated charging is taking about 3 hours to charge battery starting at 30% full. Patient provided a time line on a couple charging sessions as indicated below. Rep reported the controller screen showing ins battery level low (screen 66) and ins battery empty (screen 81). Rep indicated controller found the ins and reported that charge quality excellent. Recommended charging ins to 100% to increase time between charges. No allegation of any trauma/fall/emi/activity related issues. No patient symptoms or complications were reported in this event. Additional information was received from the patient providing detailed timeline. Patient first reported that the controller had been doing some odd things the last two times they tried to charge the battery. The first time the patient charged it took 3 hours to go from 30% to 100%. Patient indicated after having stimulator on pretty much all day friday and sat, controller read the battery was low and needed recharging. Saturday night they turned it off. Sunday morning ((B)(6)) battery was at 30%. Battery on controller was at 100% at the beginning of charging and 40% after charging. Recharging paddles was in the same position during the entire charging process and patient did not move. The controller read that the paddle was in excellent position throughout the charging process. Patient tried to turn stimulation off and got a screen saying no device found. This happened twice and finally patient was able to turn it off. Battery at 80% when turned off. On friday( (B)(6)) when patient began charging no percentage showed on battery. Controller was at 90%. Screen read battery low and stopped charging had to restart charing process and controller at 80%. Screen read battery low, recharge implant device soon. Battery stopped charging and had to restart charging process by pressing recharge button screen. Screen read recharging needs attention, unlock and check status. It then read battery low, recharge your implanted device soon, charging stooped/ cleared screen and screen then read recharging excellent. Later on controller showed finished on screen and battery was at 50% and controller at 60%. The charging had stopped so patient restarted charging process without moving paddle. At the end patient got 100% charge it took 3 hours to charge the battery with no movement of paddle during the entire charging process, and every time patient checked, the screen read excellent for the positioning of the paddle. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the screen kept showing ¿checking recharger¿. Troubleshooting included removed and reinserted controller battery, controller showed 100% charged, the issue was resolved. It was reviewed the battery and controller might need to be replaced. It was noted the patient called back on (B)(6) 2018 stated that he couldn¿t charge implant with recharger, so he didn¿t need the battery. Additional information on august-14-2018 was received from patient. Patient stated he was sent a correct part. It was noted when he tried to charge his implant, the controller didn¿t go past the checking recharger screen. Patient services (pss) asked patient to unplug the controller then tried to communicate with the ins. Patient stated the controller was 100% and said to charge the implant soon. A replacement controller and recharger would be sent to patient. No patient symptoms or complications were reported in this event. 2018-aug-29 (B)(4), crts (B)(4), _e2 (rpl) additional information received from the patient and the manufacturer representative (rep). On (B)(6) 2018, it was reported that was reported that the device was replaced for him already and the replacement one doesn't seem to beep if he pulls the antenna away from his body (to simulate losing recharging connection). He checked and said that sound was enabled too loud and the vibration was on. The patient noted it wasn't a big deal and doesn't need a replacement. On september 17th, 2018, the rep noted that the cause for the implantable neurostimulator (ins) having difficulty charging and charging too long wasn't determined. Also, the issue seems to be fine during the time of the report. It was unknown of the cause of the odd thing the controller was doing as reported earlier. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the screen kept showing ¿checking recharger¿. Troubleshooting included removed and reinserted controller battery, controller showed 100% charged, the issue was resolved. It was reviewed the battery and controller might need to be replaced. It was noted the patient called back on (B)(6) 2018 stated that he couldn¿t charge implant with recharger, so he didn¿t need the battery. Additional information on (B)(6) 2018 was received from patient. Patient stated he was sent a correct part. It was noted when he tried to charge his implant, the controller didn¿t go past the checking recharger screen. Patient services (pss) asked patient to unplug the controller then tried to communicate with the ins. Patient stated the controller was 100% and said to charge the implant soon. A replacement controller and recharger would be sent to patient. No patient symptoms or complications were reported in this event.